Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor in arm which is not an approved site. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).